Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Correction to b5 should have been premature battery depletion and loss of defibrillation therapy and not noise oversensing.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed back up operation and no back up defibrillation therapy on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.